Event description:
It was reported that following the implant procedure it was noted that the left ventricular (lv) lead was dislodged as there was no pacing on the lv lead. The lead was explanted and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).